Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. I would give it a zero if I could. I bought this test online and did store pickup. I have done many at home covid tests since the pandemic that have given positive results that were later confirmed at dr office so, I'm very capable of following instructions. This test showed I was negative for all. I just went to urgent care due to chest hurting and I tested positive for flu a. I would not rely on this particular test brand.